Event description:
It was reported the epiq cvx ultrasound system would hang and shut down with and error when using qlab and 3d volume measurements. The type of procedure was unspecified. The user was unable to use qlab and the patient had an extended scan time. No harm was reported to user or patient. Multiple attempts were made to obtain event details without success. Therefore, this event will be reported out of an abundance of caution. The service engineer determined the qlab disk was full and cleared the persistent qlab data. Then the service engineer provided education to the customer on how to clear the data, recommending they clear it periodically.